Event description:
It was reported that ¿on (B)(6) 2007 a patient with a history of lumbar fusion from l4-s1 presented with the pre-op diagnosis of lumbar stenosis. Patient developed adjacent level disease with low back pain and lower extremity radiculopathy. The patient underwent the following procedures: l3-l4 retroperitoneal approach to the lumbar spine, l3-l4 extreme lateral interbody fusion and arthrodesis treated with nuvasive peek cage and bone morphogenic protein. On the same day, the patient underwent the following procedures: l3 and l5 laminectomy with microsurgical decompression of the l3 and l4 nerve roots bilaterally, l2, l3, l4 posterolateral fusion and arthrodesis, fusion with nuvasive titanium pedicle screws and rods, and fusion with allograft. No complications were noted. The patient was discharged home on (B)(6) 2007. On (B)(6) 2009, the patient presented for a follow up on low back pain and trigger point injections were given. On (B)(6) 2009, the patient presented for a follow up on low back pain. Patient also reported right shoulder pain and trigger point injections were given. On (B)(6) 2009, the patient presented for a follow up on low back pain. Patient reported increased pain in the legs. Trigger point injections were given. Trigger point injections were given to patient on the following days: (B)(6) 2009. 03/30/2009 the patient presented for a follow up on low back pain. Patient reported an exacerbation of pain in the low back due to doing a spinning class. Trigger point injections were given. On (B)(6) 2009, the patient presented for a follow up on low back pain. Patient was status post lumbar spine fusion and was in terrible pain. Patient also stated bilateral leg heaviness and weakness and constant low back pain. Trigger point injections were given. On (B)(6) 2009, the patient presented for a follow up and complained of foot and back pain. Trigger point injections were given. On (B)(6) 2009, the patient presented with foot pain and back pain. Assessment: lumbar fusion; cervical fusion; somatic dysfunction; foot /ankle pain. On (B)(6) 2009, the patient presented for a follow up on the left foot. On examination, there was bilateral muscle tenderness. Trigger point injections were given. On (B)(6) 2009, the patient presented for a follow up and complained of low back pain. On examination, there was moderate muscle tenderness. Trigger point injections were given. On (B)(6) 2009, the patient presented for a follow up and complained of low back pain. On examination, there was bilateral muscle tenderness. Trigger point injections were given. On (B)(6) 2009, the patient presented for a follow up on low back pain. Patient complained of feeling achy and sore. The pain in left achilles was described as burning. Trigger point injections were given. On (B)(6) 2009, the patient presented for a follow up on low back pain. Patient complained of feeling achy and sore. Trigger point injections were given. On (B)(6) 2009, the patient presented for a follow up on low back pain. Trigger point injections were given. On (B)(6) 2009, the patient presented for a follow up and med refill. On (B)(6) 2010, the patient presented for a follow up on lower back pain and complained of having muscle spasms in between the shoulder blades. Trigger point injections were given. On (B)(6) 2010, the patient presented with lower back pain. Patient stated there was increased back pain at night. Trigger point injections were given. On (B)(6) 2010, the patient presented for a follow up and complained of back pain and the pain was described as continuous sharp, nagging, stabbing and was at its worse all day. On (B)(6) 2010, the patient presented for a follow up. The pain in gluteus maximus, right was described as stabbing. On (B)(6) 2010, the patient presented for a follow up and complained of back pain. The pain in gluteus maximus, right was described as stabbing and there was mild spasm. Trigger point injections were given. On (B)(6) 2010, the patient was status post cervical and lumbar spine fusions. Patient complained of pain of mid and lower back pain. T rigger point injections were given to patient. On (B)(6) 2010, the patient presented with the complaint of mid, lower back and neck pain. On (B)(6) 2010, the patient presented for a follow up on neck, mid and lower back pain. Trigger point injections were given. On (B)(6) 2010, the patient presented for a follow up and complained of neck and back pain. Trigger point injections were given. Assessment: cervical fusion; lumbar fusion; somatic dysfunction; lumbar radiculopathy; bronchitis. On (B)(6) 2010, the patient presented with the complaint of lower back pain. The pain is described as continuous sharp, nagging, stabbing and is at its worse all day. Trigger point injections were given. Assessment: cervical fusion; lumbar fusion; somatic dysfunction. On (B)(6) 2010, the patient presented with pain in back and leg. The pain was dull, achy, sharp, burning, and radiating to legs. On (B)(6) 2011, the patient presented with pain in back and neck. The back pain was persistent. The pain was described as dull, achy and sharp. On (B)(6) 2011, the patient presented with back pain which was persistent, dull, achy and sharp. On (B)(6) 2011, the patient presented with a history of lumbar disco genic disruption with myelopathy and underwent MRI of the lumbar spine. Impression: the l1-2 disc is desiccated and demonstrates a slight retrolisthesis of l1 upon l2. There is a 2.6 mm posterior bulge. The l2-3 disc is desiccated and demonstrates slight retrolisthesis of l2 upon l3. There is a 4.4 mm posterior bulge. Transpedicular fusion screws are identified within l3. The l3-4 disc and demonstrates interbody fusion plug in place. Thecal sac measures 1.4 cm. No foramina encroachment or narrowing demonstrated. The l4-5 level demonstrates interbody fusion plug. There are transpedicular fusion screws. Thecal sac measures 1.84 cm. The l5-s1 level demonstrates an interbody fusion plug in place. Thecal sac measures 1.8 cm. There is a small pseudomeningocele posterior to the l4-5 level which measures 1.5 cm in ap dimensions x approximately 5.5 cm transversely. On (B)(6) 2012, the patient presented with the complaint of neck and right shoulder pain. Patient stated that he cannot move his neck or shoulder. There was stabbing pain in gluteus maximus, right side. Also he complained of back pain. Trigger point injections were given. Assessment: cervical fusion; lumbar fusion; somatic dysfunction; obesity; radiculopathy. On (B)(6) 2012, the patient presented a follow up on neck and shoulder pain and stated no improvement in pain. Patient also had numbness in right hand arm at times. Trigger point injections were given. On (B)(6) 2012, the patient presented a follow up on neck and shoulder pain. Patient has been on testosterone therapy for a while. Assessment: cervical fusion; lumbar fusion; somatic dysfunction; obesity; radiculopathy; testosterone deficiency. On (B)(6) 2012, the patient presented for a follow up on neck, shoulder and back pain. Patient is having a lot of pain and numbness down the right arm. Also having a difficult time putting weight on the right leg as well. Trigger point injections were given. On (B)(6) 2012, the patient presented for a follow up on neck, shoulder and back pain. The pain was described as continuous sharp, nagging, stabbing and was at its worse all day. On (B)(6) 2012, the patient presented for a follow up on neck, shoulder and back pain. The pain was described as continuous sharp, nagging, stabbing and was at its worse all day. Trigger point injections were given to patient. On (B)(6) 2012, the patient presented for a follow up on neck, shoulder and back pain. Patient is still having a bad muscle spasm in mid-l/b and putting weight on the leg is difficult. Patient complained of muscle cramps, joint pain, back pain, stiffness, and muscle weakness, loss of strength, muscle aches and weakness. Trigger point injections were given. On (B)(6) 2012, the patient presented for a follow up on neck, shoulder and back pain. The pain is described as continuous aching, sharp, throbbing, tender, shooting, burning, stabbing, miserable and unbearable. Trigger point injections were given. On (B)(6) 2012, the patient presented for a follow up on neck, shoulder, back pain and had cortozone shot. On (B)(6) 2012, the patient presented with the chief complaint of neck and back pain. (B)(6) ER was increased to 30 mgs. On (B)(6) 2012, the patient presented for a follow up on neck and back pain. Patient described the pain as continuous aching, sharp, penetrating, throbbing, nagging, shooting, numb, stabbing, and miserable and was worse in the evening. Patient complained of joint pain, joint swelling, back pain and muscle aches. On (B)(6) 2012, the patient presented for a follow up on neck and back pain. Patient described the pain in levator scapulae as ache, numbness and in gluteus maximus, right side as ache, burning, stabbing.¿

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.